Event description:
It was reported that the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the customer was unable to provide a cgm blood glucose (bg) reading and meter bg reading at the time of the event. As a result of the basal suspension, customer's blood glucose (bg) level rose ranging from 300-500 mg/dl and experienced diabetic ketosis. Customer was admitted into the hospital for treatment; however, the customer declined further assistance from tandem technical support regarding the hospitalization. A replacement pump was sent to the customer for customer satisfaction and customer continued to use pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Event description:
It was reported that the control-iq algorithm decreased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was a low value, specific value was not provided, and the meter bg reading was 300-500 mg/dl. The customer was hospitalized due to bg levels. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.

Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka) resulting in a hospitalization; cause of dka was not provided. A blood glucose level was not provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.